Event description:
It was reported that during a pump replacement procedure, the hcp (health care professional) was unable to aspirate the catheter. No diagnostic testing was done to confirm catheter patency. It was also noted that a bridge bolus was programmed with 0.199 mls instead of 0.3 mls. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.